Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, previous percutaneous intervention and myocardial infarction (both occurring eight years prior to the index procedure), hyperlipidemia, hypertension, (mild) chronic pulmonary disease, dizziness, depression, sleep apnea, an unknown allergy with itching, pain and insomnia. The indication for the procedure was stable angina with a positive stress test. The target lesion was the proximal right coronary artery (rca). The lesion was described as 85% stenosed and de novo. The lesion was pre-dilated with a 3.0mm x 15mm balloon at 14 atms followed by the implant of a 3.5mm x 18mm cypher stent at 18 atms. Approximately one year after the procedure a nuclear stress test was positive for ischemia, an ensuing angiogram revealed a 90% occlusion in the ostium of the rca. The event was treated with the implant of another cypher stent, details unknown. The site indicated that the event was possibly related to the index procedure and the previously implanted stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. The patient's risk factors for restenosis and the progression of coronary artery disease include sleep apnea, hypertension and hyperlipidemia. Review of the information provided suggests that patient factors may have contributed to the reported event; there is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a cypher stent in the proximal rca. Approximately one year post procedure a nuclear stress test was positive for ischemia. Cardiac cath showed 90% occlusion in the ostial rca. Patient was treated with another cypher stent. Site indicated that the event was not related to the index procedure or the previously implanted cypher stent. It is unknown if the occlusion in the ostial rca was within 5mm of the previously implanted cypher stent.